Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. Patient was implanted with an unknown bone plate and putty cement. Postoperatively, the patient developed csf rhinorrhea and was hospitalized for meningitis. The head CT showed pneumocephalus and csf rhinorrhea. The patient was admitted to the hospital and post-operative complications were resolved. Patient outcome is unknown. No further information is available. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity# 1), ti matrixmidface oblique l-pl 2x3 holes-left/0.8mm thick (part# 04.503.383, lot# unknown, quantity# 1), cranios reinforced fast set putty 3cc-sterile (part# 615.03.01s, lot# dsb7841, quantity# 1). This report is for one (1) ti matrixmidface h-plate 11 holes/0.8mm thick. This is report 1 of 4 for (B)(4).